Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the feed is completed, no water flush runs which it did in the past. Also, there has been a lot of air in the line. The customer stated that the air is entering the line even when hanging from the stand and not being moved during the feeding. The patient was at home and was lying down. The problem appears at night-time and daytime. The customer further stated that a line broke and the flush bag line and feed line were stuck together. The giving sets seem to be thinner and are kinking very easily. They are unable to unkink them requiring a new set to be used and primed, causing feed to be lost. The sets are being used with joey pump with serial number (B)(4). No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 21c236fhx. Although the complaint report indicates that a sample is available in connection with this complaint report, a sample has not been received at the manufacturing site. Without a sample, we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately, without a sample we are unable to confirm the issue. If a sample should be returned at a later date, this complaint will be reopened, and the investigation updated to reflect our findings. At this time, there is not enough information, and a corrective and preventative action (CAPA) will not be initiated; a CAPA is deemed not necessary since the root cause of the reported event cannot be confirmed as no sample was returned. Further monitoring will be performed via trending in the scope of post market surveillance.